Event description:
The user facility reported that during a patient procedure the hand control indicated the floor locks were unlocked. The patient procedure was completed successfully with no delay and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the table and found the micro-switch that detects the floor lock state would not properly engage. This resulted in the hand control indicating that the floor locks were unlocked when in fact they were actually locked. The technician adjusted the micro-switch, tested the table and returned it to service. No further issues have been reported with the equipment. The table subject of the reported event is (B)(6) and exceeds its estimated useful life; steris has recommended the user facility replace the table due to its age.